Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected nbnp2 result was obtained when a l2 vitros nbnp2 qc fluid was processed using vitros nt-probnp ii (nbnp2) lot 0491 on a vitros xt7600 integrated system. Vitros nbnp2 l2 qc result of 704.04 pg/ml versus the pi mean result of 965 pg/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros nbnp2 result was obtained when the customer was processing a non-patient fluid. However, the investigation cannot rule out the patient sample results would not be affected if the event were to recur undetected. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4), and reportability assessment 611670.

Manufacturer narrative:
The investigation determined that a lower-than-expected nbnp2 result was obtained when a l2 vitros nbnp2 qc fluid was processed using vitros nbnp2 lot 0491 on a vitros xt7600 integrated system. The most likely cause of the event is an instrument related issue. The customer indicated their qc results were acceptable on their alternate instrument. Additionally, on the date of the event, the customer also reported lower than expected vitros ckmb results on the instrument. Previous to the lower-than-expected results, the customer reported an unusual noise from the microwell incubator. An ortho fe visited the customer site and performed service actions on the instrument, including replacement of both lineal bearing motors, replacement of the well wash filters, cleaning of the module and verification of dispense and aspiration within the instrument. Post-service qc results were acceptable and the customer has not reported any further issues with vitros results on the instrument.